Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold, loss of capture, undersensing, and oversensing were observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed the right atrial (ra) lead was dislocated. The ra lead was repositioned to resolve the event and the patient was in stable condition.